Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box and alarm history showed no cs064 alarm; however cs054/cs052/cs012 was observed. No call service alarms occurred during testing. The pump cover was opened and no intermittent connection was found to the motor assembly. Unrelated to the complaint, the battery compartment was found to be cracked. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.